Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. The reported complaint is confirmed from the evaluation. Unit received is in need of preventive maintenance to replaced worn parts on unit. The observed condition is likely caused by wear and tear. The definite root cause cannot be reliably determined.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the black knob on the transition arm was difficult to move freely and the surgeon was concerned that it was not closing tightly enough to potentially cause movement. There was no known patient injury or surgery delay.